Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle was performed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 1.5 inches from the tip. The functional testing was performed, and no anomaly was discovered. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 psig showed the pressure decay in the device was 0.04924 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.00098 psig (should be less than 0.2 psig).the aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.0073 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the sheath failed the returned product inspection due to shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a one-stop atrial fibrillation cryoablation procedure using the catheter afapro28 afa pro 28, mapping catheter achieve st 20mm, and sheath flexcath advance 12f, combined with an atrial septal defect closure procedure, a tear in the foramen ovale was identified after completion of pulmonary vein ablation. The tear could not be blocked or closed, necessitating surgical thoracotomy for repair. The patient was under general anesthesia and survived with injury.

Manufacturer narrative:
Continuation of d10: product ID: 2ach20 ((B)(6)); product type: 0623-achieve catheter; implant date n/a; explant date n/a. Product ID: afapro28 ((B)(6)); product type: 0624-arctic front catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.